Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 456 mg/dl; cause of bg not known. Customer was treated with intravenous fluids to address the elevated bg, however the customer could not recall what exactly was given. Customer was discharged the next day with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.